Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported spin collar breakage that occured when mating to the patient's central line for an unspecified infusion. There is no report of leakage or patient harm. We received the customer's handwritten medwatch report that stated: "change tubings on (B)(6) for total of 3 new tubings. When connecting tubing to c line, screw part of connection crumbled & broke."